Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is dropped without getting caught in the blood vessel. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca). The physician is currently in training for the exoseal vcd. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was unlocked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. No additional anomalies were observed during this visual analysis. The guard locking simulation was performed and locked successfully. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the indicator wire was received retracted and the device was received fully deployed. The cause of the reported issue could not be determined. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) is dropped without getting caught in the blood vessel. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was a transfemoral cerebral angiography (tfca). The physician is currently in training for the exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.